Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 371 mg/dl and ketones resulting in a hospitalization. The customer delivered multiple correction boluses via the pump and administered manual injections prior to the hospitalization. While hospitalized, the customer received treatment via an insulin drip and the customer's bg level started to respond. Customer was reverted to the pump for insulin therapy and the customer's bg level started to increase once more. No issues were identified with the pump, cartridge, infusion set tubing or cannula at the time of the event. Customer was released from the hospital with the issue resolved.